Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 240s mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula and was to change it if the bg level did not drop. The customer declined tandem technical support's offer to troubleshoot.